Event description:
On 24apr2024, a patient (pt) in singapore reported symptoms of conjunctivitis, including redness, irritation and itching after three days of using a 2nd pair of acuvue oasys brand contact lenses (cl). The pt sought medical attention on (B)(6) 2023 at the ¿ICU¿ and was diagnosed with conjunctivitis. The pt provided a screenshot of a medical report dated 22nov2023. ¿the pt was seen on (B)(6) 2023 for left eye contact lens ¿ related infective keratitis/corneal infection. The pt is improving with topical antibiotic treatment.¿ the pt provided an additional medical report dated 11jan2024. The pt was first seen on (B)(6) 2023 at the emergency department for left eye pain and blurred vision for 3 days. The exam revealed a small contact lens related infective keratitis in the left eye. Treatment was started and management was continued at an eye center with good response. On 24apr2024, a call was received from the pt. The pt reported the event occurred in nov2023. The pt reported the left corneal has ¿permanent scarring¿ and advised the experience has made the eye ¿nearly blind.¿ the pt was prescribed 3 to 4 antibiotic eye drops, but could only provide cravit 0.5% ophthalmic solution, ¿apply 3-4 drops, 1 drop 5 minutes apart.¿ the pt has stopped using eye drops. The pt reported blurry vision after 3 days of wearing the suspect lens. The pt continues to experience blurry vision, even while wearing eyeglasses but reports the blurry vision has improved. The pt advised the eye is recovering, but still needs follow-up visits with the doctor. The pt was unsure of the date of the next follow-up doctor visit. The pt refused to provide additional medical reports. The pt was unable to provide the prescribing ecp contact details but advised they were purchased in malaysia. On 25apr2024, the pt provided additional medical information. The pt reported the doctor advised the pt that the corneal scar was not located on the center of the cornea, ¿but is on the side.¿ the pt advised if the corneal scar was in the center of the cornea, the pt would become blind. The pt confirmed the event occurred in singapore. Additional medical reports were requested from the pt to confirm location of corneal scar but no additional medical information was provided. On 15may2024, the pt provided an email with duplicate medical reports dated 22nov2023 and 11jan2024 that were initially received on 24apr2024. No new medical information was provided. On 15may2024, a call was placed to the pt to request additional medical reports, but no additional information was provided. The pt requested a return call on 16may2024. No new medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l005gr0 was produced under normal conditions. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.